Event description:
It was reported that the balloon was ruptured. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres when inflated for 30 seconds upon third inflation. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and patient is in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 2mm distal of the distal markerband and extending approximately 8mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon was ruptured. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres when inflated for 30 seconds upon third inflation. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and patient is in good condition after the procedure.